Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock impedance measurements. No further information was available. The lead remains in service and no adverse patient effects were reported.